Event description:
The report received from the affiliate indicates that during a stenting procedure in the sfa, the smart 6x120 stent "was dislodged while it was deployed". It is unknown if the stent was eventually deployed, or in what location. Additional patient and procedural information has been requested but has not been forthcoming. There was no report of patient injury.

Manufacturer narrative:
The report received from the affiliate indicates that during a stenting procedure in the superficial femoral artery the smart stent "was dislodged while it was deployed". It is unknown if the stent was eventually deployed, or in what location. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile smart 120/150,vascular - 6x120 was received coiled inside a plastic bag. Unit was deployed. Stent was not received. Outer shaft did not show any damages. No other discrepancies were found. Functional test was not performed since stent was not received; however the deployment process was performed without the stent and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The 'deployment difficulty' condition reported by the customer could not be confirmed. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.